Event description:
It was reported that an unspecified number of syringe s2 20ml experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: leakage at the plunger, wrong dose of the drug given.

Manufacturer narrative:
Investigation: bd was not provided with photos or samples for catalog 300296 lot 1805205 to investigate the record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: leakage at the plunger. Wrong dose of the drug given.